Manufacturer narrative:
This device was included in that field action, returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) and interconnect flex were out of specification. It was also noted that the lower case was broken. Further analysis was performed on the main pcb and the interconnect flex. Visual inspection noted a metallic thread, however resistance measurement did not indicate a short. No visual anomalies were noted on the interconnect flex, tail thickness was within specification. No anomalies were noted with either subassembly during bench or functional testing. Conclusion: all subassemblies submitted for analysis passed testing.

Event description:
It was reported that the rate function was not responding on the external pulse generator (epg) during a maintenance check. It has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.